Event description:
I was advised by my attorney to file this report with the FDA. I had the mesh put in about 8 years ago for a twisted bowel and in (B)(6) I had such a bad infection that I was sick and talking out of my head. I was admitted into the hospital for a infection and dr (B)(6) said there was more infection in the back than in the front. I lost (B)(6) because I was unable to eat and now I have a colostomy bag that they are hoping will be temporary but I have not heal yet.